Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, frayed wires at the distal end of a vessel sealer instrument were noted. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with a broken cable at the instruments snake wrist. No other cables were broken but some bio debris was found at the snake wrist and between the grips. The instrument blade was not exposed out of the garage. The broken cable segment stuck out approximately .1161 at the snake wrist. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.